Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing set leaked at the junction with the drip chamber during use. Although there was a delay in treatment, there was no consequences or impact to the patient. The customer stated no further information is available.

Event description:
It was reported that the tubing set leaked at the junction with the drip chamber during use. Although there was a delay in treatment, there was no consequences or impact to the patient. The customer stated no further information is available.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned. Device history record for model 2477-0007 lot 19126769 shows that the set was manufactured on 18 december 2019 with a total of 8,643 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2477-0007 lot 20037232 shows that the set was manufactured on 27 march 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.